Manufacturer narrative:
Updated e4. This report is related to MDR report number mw5114906.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The returned device was evaluated, and the following was observed: the commander balloon had burst radially and longitudinally at the proximal shoulder. The inflation balloon single wall thickness was measured along the edges of the burst location and met the specification. The complaints for balloon burst and difficulty or inability to withdraw system through sheath were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per event description, calcium was present at the stj and lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. The complaint for system component damaged was unable to be confirmed as neither the affected portion of the complaint device nor applicable imagery were returned. The presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "upon removal of delivery system, the 16fr esheath+ and commander delivery system got kinked and the balloon was not able to be pulled into the sheath. The implanter decided to cut the delivery system with wire cutters and remove the sheath. A new 16f esheath+ was placed over the delivery system and it was attempted to remove delivery system again. They were able to get most of the balloon in the sheath but then this sheath became kinked." In this case, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported kinked shaft. A definitive root cause was unable to be determined at this time. However, procedural factors (excessive manipulation) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, upon deployment of a 29mm sapien 3 valve in aortic position, the delivery system balloon ruptured at full deployment. The valve was placed with success and no further intervention was needed for the valve. Upon removal of delivery system, the 16fr esheath+ and commander delivery system got kinked and the balloon was not able to be pulled into the sheath. The implanter decided to cut the delivery system with wire cutters and remove the sheath. A new 16f esheath+ was placed over the delivery system and it was attempted to remove delivery system again. They were able to get most of the balloon in the sheath but then this sheath became kinked. The second sheath was removed and a third 16f esheath+ was placed to maintain hemostasis. The patient was prepped and sent to the operating room for surgical removal. No harm was done. The delivery system was removed with success.